Event description:
Reportedly, during pt use, there was a device alert alarm from the ventilator. The unit, however, did not stop ventilating but as a precautionary measure, the pt was ambu bagged before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4).